Event description:
It was reported that the patient had a suspected pump thrombosis. The treating facility exchanged the patient's pump. The device will be sent back to the manufacturer for evaluation. There is no further information at this time.

Manufacturer narrative:
Additional information received via the intermacs databased indicated the patient was in the hospital at the time of the event with increasing ldh and dampened vad waveform. Sub-therapeutic anticoagulation was indicated as a causative factor. The pump was explanted on (B)(6) 2014. Relevant tests/laboratory data, including dates: labs: ldh - (B)(6) 2014 =207, (B)(6) 2014=223, (B)(6) 2014=378, (B)(6) 2014=333. Relevant history: "pre-implant chronic infectious concerns". The pump was not returned to the manufacturer for analysis. With review of the available information and as reported, this patient's sub-therapeutic anticoagulation along with chronic infection concerns put him at greater risk for thrombus. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device performance issues related to the event with patient, clinical, and pharmacological factors appearing to have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional info received reveals the patient's pump was exchanged during this hospitalization due to thrombus, date unknown. Pump not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Device remains implanted.